Event description:
The plaintiff's alleged that the decedent experienced ventricular fibrillation and cardiac arrest on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (ventricular fibrillation and cardiac arrest) of two events reported for the same patient involving two separate products.